Event description:
Patient was revised to adderss synovitis, tibial tray loosening and poly wear. Loosening occurred at the cement/implant interface. Cement was manufactured by depuy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were received and reviewed by a depuy medical professional. From a medical prescriptive, based on the information available to review, the complaint is unlikely to be product related. The initial report stated patients large physical stature could be a contributing factor. The investigation could not verify or identify any product contribution to the reported event with the information provided. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The provided x-rays and explant photographs were forwarded to commercialized product development for review. With the information provided, the reported complaints can be confirmed, but the actual root causes cannot be definitively identified. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.